Event description:
Customer reportedly obtained results of 367mg/dl and 58 mg/dl on the compact plus system within 10 minutes. No actions were taken based on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.